Event description:
It was reported the patient experienced sudden pain inside the vaginal area. They had a hard time urinating and had to force it out. The patient did not fully empty. The pain got worse afterwards. While on the call, the patient decreased to 0.0 v and turned stimulation off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, lot# serial# unknown, product type: programmer, patient. Product ID: 3093-28, lot# v162344, implanted: (B)(6) 2008, product type: lead. Product ID: 3093-28, lot# v162344, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).